Event description:
It was reported that lead dislodgement was confirmed by x-ray. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. An entire lead was returned without the suture sleeve. The lead was otherwise found to be normal. Without return of the suture sleeve, a complete analysis could not be performed.